Event description:
It was reported that a large volume folfusor experienced no flow during infusion. The drug being infused was an unspecified antibiotic. The reporter stated that the device was inspected after this incident and "all external factors" looked normal. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). (Therapy dates) - the exact date of occurrence is unknown; however, the incident happened sometime between (B)(6) 2014. This lot was manufactured between may 08, 2014 and may 09, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report is for the same patient and day of occurrence as (B)(4)